Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter australia received a report that an infusor had a separated coil cap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause of this failure was determined to be a manufacturing defect, where the bottle shoulder and low engagement at the cap/bottle interface caused interference between the cap and bottle. This issue was investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The sample was received with approximately 40 ml of solution in the reservoir. Visual examination of the unit confirmed that the coil cap separated from the cover. It was also noted that there were stress marks present on the stress member flange. The root cause of the reported condition is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.